Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler a passed go/no go gauge test. Load cell verification testing was performed with no issues noted. There were no discrepancies found in the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of overfill and abdominal cyst, which warranted hospitalization and surgical intervention to remove the cyst. Due to the absence of treatment data and the inability to follow-up with the patient¿s pdrn, there is insufficient enough evidence to conclude whether an overfill event did or did not occur. The etiology of the abdominal cyst is unknown; therefore, causality cannot be established. Based on the limited information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of information surrounding the overfill event, no treatment record(s) and no manufacturer evaluation of the suspect device; there is insufficient evidence to disassociate the device. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that an overfill occurred (specifics not provided), and they would be undergoing surgery for an abscess (specifics not provided). Follow-up with the patient confirmed the patient was hospitalized for 12 days. The patient reported being diagnosed with a ¿very large¿ abdominal cyst which required surgery. The patient¿s pd therapy was suspended until the cyst was surgically removed (date not provided). The patient stated their pd catheter (not a fresenius product) was removed as part of the cyst surgery, and a hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient reported they underwent hd therapy (dates not provided) without issue, until their pd catheter was replaced (date not provided). The patient has resumed ccpd therapy while hospitalized without issue and is recovering from the events. The patient reaffirmed an overfill event occurred prior to their hospital admission, and still requested the liberty select cycler be replaced. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Additional information: d10, h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: a2, a4, b3, b5, b6, b7, g3, h6 patient codes clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of uncontrolled hypertension, possible overfill event and abdominal cyst, characterized by swelling, tenderness, foul odor, fullness, nausea and dyspnea, which warranted hospitalization and surgical intervention to drain/debride the cyst. Due to the absence of treatment data, there is insufficient evidence to conclude whether an overfill event did or did not occur. The etiology of the hypertension (chronic) and abdominal cyst are unknown; therefore, causality cannot be established. However, peritoneal effluent fluid cultures confirmed the abscess was not connected intraperitoneally. Based on the available information, the patient¿s liberty select cycler cannot be disassociated from the events. While it is evident a fresenius product(s) or device(s) did not cause the abscess, there is insufficient data to determine if the liberty select cycler contributed to the exacerbation of the abscess or its symptoms. Additionally, due to the lack of information surrounding the overfill event, no treatment record(s) and no manufacturer evaluation of the suspect device; there is insufficient evidence to rule out the liberty select cycler did not cause or contribute to the events.

Event description:
Additional information was received through the patient¿s discharge summary. The discharge summary confirmed the patient was hospitalized from (B)(6)2020 through (B)(6)2020 for uncontrolled hypertension and an abdominal wall abscess. The patient presented to the emergency room (ER) with right lower quadrant abdominal pain following a pd catheter (not a fresenius product) removal (right-sided) and replacement (left-sided) surgery on (B)(6)2020 . The patient stated the left side of their abdomen was swollen, tender and had a foul odor. Additionally, the patient was experiencing a feeling of fullness, nausea, and shortness of breath due to the discomfort in their abdomen. A computed tomography (CT) scan of the abdomen/pelvis revealed a soft tissue/air collection involving the right anterior abdominal wall, representing recent instrumentation or abscess. Peritoneal effluent cultures and a cell count were obtained, and the patient was started on antibiotics (drug, dosage, route, frequency and duration unknown). The culture and cell count results were negative, indicating the abscess was not connected intraperitoneally. On (B)(6)2020 , the patient underwent surgery to drain the abscess and debride the inflamed/devitalized tissue. The patient received a single antibiotic dose following surgery, and then the antibiotic was discontinued, as the patient¿s effluent fluid testing was negative. The patient was discharged on (B)(6)2020 in stable condition, with orders to continue ccpd therapy at home. Per the documentation received from the peritoneal dialysis registered nurse the events were unrelated to the liberty select cycler or delflex solution.